Event description:
It was reported that the unit is showing alarm 316 - blower failure, they have sent the logs. There was no patient involvement reported.

Manufacturer narrative:
File identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. There was no patient involvement reported. Therefore, root cause has not been determined yet. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
H3: findings/root cause: a log file analysis was conducted; the customer's reported issue was confirmed. The reported complaint was confirmed in the logfile and attributed to lack of filter maintenance.

Event description:
Additional information received indicates that the customer was able to provide logfiles for further investigation.